Manufacturer narrative:
Patient city: (B)(6). Patient country: finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the infusion set tubing had come apart from a point close to the site location and had been leaking at the site event on (B)(6) 2026. The infusion set had been in use for less than three days, and the site location was the thigh. No further information available.